Event description:
It was reported that the device is not ablating for coaging properly, it was weak. There was no backup device available to complete the procedure with no delay. No patient injuries reported.